Event description:
It was reported, there was a power on reset (por) following a CT scan. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4)